Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was experiencing pain and bleeding majority of every month after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4) awareness date (B)(6) 2015). It refers to a (B)(6) female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2013. Consumer is a (B)(6) mother now who got the essure inserted two years ago (implying 2013). Now she is in such pain and have so many issues. She bleed majority of every month and it hurts all the time she can barely get out bed by herself anymore. She stay sick and can't eat like she is suppose to. She still look pregnant because she is so bloated all the time and her stomach hurts. She will perform a hysterectomy on (B)(6) 2015 to get everything out and go back to normal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was experiencing pain and bleeding majority of every month after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 17-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1850). Consumer reported that when she got essure on (B)(6) 2013, she was told she could walk right out and would not have any side effects besides a little bit of cramps. But instead she went home and cried for hours because it hurts so badly. Consumer states that she knew immediately it was a problem but the implanting doctor said it was not because of essure which is, according to reporter, funny because she did not have any problems till she got it. Consumer bled six months straight after she had essure put in but still it was not the cause supposedly. She started having sharp pains, her body always felt like she had the flu, she was sick all the time and broke out with hives all the time (because of the nickel that she did not even know was in them). In addition, consumer reported that it became so hard to do everyday things for her kids and she could not get out and do anything with them. On (B)(6) 2015, consumer had to have a full hysterectomy at the age of (B)(6) and, a month later, she still has to deal with the effects left over. Her doctor straight told her he knows her pain was caused by the essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was experiencing pain and bleeding majority of every month / bled six months straight after essure (fallopian tube occlusion insert) insertion. A full hysterectomy was performed. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was considered an incident, since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.